Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. Additionally, it was discovered that the charged coupled device (ccd) image had interference. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely the reported no image was due to the ccd image having interference, which was likely caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed no image. The reported issue occurred during set up and there were no reports of patient harm.